Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010; inr: 3.7. (B) (6) 2010; 1.8. 1.3.

Manufacturer narrative:
Add'l lot number: sq5rq. Inratio precision data provided by end-user: 1st inr: 1.8; 2nd inr: 1.3; mean: 1.56; sd: 0.35; %cv: 22.81. The 3.7 inr was obtained a week prior to the other two inr results and was excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. No info provided to confirm that the timing between the two tests were within three hours. Pt is taking homeopathic penicillin, which may affect inratio test results. Recent investigation on strip lot #225323 with code sq5rq from a previous case revealed that precision criteria was met.(B) (4) there is no sufficient info to determine the root cause of customer's complaint. As of 02/16/2010, two discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (greater than 0.07%), no further action is required at this time. Ongoing trending shall be performed to determined if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #225323: for each pair of replicates for each sample of strip lot 225323, mean and standard deviations were calculated. In-house test results were 0% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further action is required.